Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and salpingitis ('salpingitis') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, ovarian cyst and abdominal adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy abdominal hysterectomy with bilateral salpingo oophorectomy, bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease and salpingitis outcome was unknown. The reporter considered pelvic inflammatory disease and salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report